Manufacturer narrative:
(B)(6) hospital. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump shutdown and rebooted by itself. No patient involvement or adverse event was reported. However, it is unknown under what circumstances the event occurred.

Manufacturer narrative:
The customer did not request getinge service in connection with this event. However, the customer did report that to fix the malfunction they replaced the cable coiled cord, front end board, and the display connector seal gasket. The customer reported that the iabp is now working.

Event description:
It was reported that the cardiosave intra-aortic balloon pump shutdown and rebooted by itself. No patient involvement or adverse event was reported. However, it is unknown under what circumstances the event occurred.